Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of noisy image and the subject was not visible was not confirmed. The device evaluation found the image was flickering due to faulty connector. The battery on the printed circuit board was depleted. Failed video cable connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the cable holder of the host was loose (the image was noisy, and the subject could not be visible) on the visera video system center. The issue was found during reprocessing. The unknown procedures were completed using a similar device. It was reported that there was no patient harm.